Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient on (B)(6) 2024 that the infusion set fell of during use. The infusion set was in use for 4 hours. The patient bg level was found to be 289mg/dl. No further information available.